Event description:
It was reported that, during a robotic laparoscopic prostatectomy, there was restriction in the movement of the surgeon console right input arm. The hand controller was first screwed in and out to see if the issue was related to the instrument being over rotated or flipped. When this did not resolve the issue, the instrument and sterile interface module (sim) were swapped out. This still didn't resolve the issue, so the arm drape was checked on the affected arm. All ports were correct and there was no indication of any issues within the ports. The right input arm was also squeaking and the start-up specialist (sus) checked the arm. The sus reported the right input arm did feel different. The surgeon completed the surgery successfully but found it difficult due to the rotation issues. The procedure was delayed by roughly 30 minutes due to the troubleshooting. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the field service notes, associated device data and provided videos for the reported surgeon console (sc). Evaluation of the field service notes indicates that the sc calibrated successfully with simulator with no issues. Fundamental robotics surgery (frs) ring transfer exercise was performed and all the movements of the arm were working as expected. Sc was tested again during the preventative maintenance (pm) visit along with the full system using four arms. Issue reported is found to be apparent but is not related to a console issue. Sc is working as expected. Evaluation of the device data indicates no issues with the sc. The input device passed calibration which includes dynamic drift compensation checks and motion of each control device joint. Evaluation of the provided videos noted that the first two videos show the endoscopic view of the surgery along with instruments movement, which appears to be as expected. The other two videos show movement of the sc right-hand controller. A squeaking sound can be heard at times during movement; however, no definite restriction in movement can be confirmed from the videos. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. However, the investigation was able to identify the most likely cause as traced to a failure on the arm cart assembly (aca). Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy, there was restriction in the movement of the surgeon console right input arm. The hand controller was first screwed in and out to see if the issue was related to the instrument being over rotated or flipped. When this did not resolve the issue, the instrument and sterile interface module (sim) were swapped out. This still didn't resolve the issue, so the arm drape was checked on the affected arm. All ports were correct and there was no indication of any issues within the ports. The right input arm was also squeaking and the start-up specialist (sus) checked the arm. The sus reported the right input arm did feel different. The surgeon completed the surgery successfully but found it difficult due to the rotation issues. The procedure was delayed by roughly 30 minutes due to the troubleshooting. There was no patient injury.